Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during fill tubing process and motor error during rewind process. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields and unable to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. No motor error alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.